Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The rep reported that the difficulty recharging stemmed from patient user error. The patient reportedly has advanced parkinson's disease and has unreliable caregiver assistance. No further complications anticipated.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient implanted with a neurostimulator (ins) for parkinson's dual and movement disorders. It was reported that the patient couldn¿t charge and went to the emergency room with their ins at 0%. The rep instructed the patient¿s healthcare professional (hcp) how to charge the battery and the ins was charging normally at the time of this report. The patient¿s ins was reportedly full, on and okay the day after the initial report. No further complications are anticipated.

Manufacturer narrative:
Corrected information sex, date of birth. If information is provided in the future, a supplemental report will be issued.